Event description:
It was reported by the customer that a bd pyxis anesthesia station es system displayed an error message during the procedure. The customer stated that she couldn't remove the medication midazolam from the unit; however, they were able to remove the medication from another station. This issue caused a delay in therapy. No patient harm occurred confirmed by customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-nov-2021 to 17- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system had experienced user error and log files did not indicate any error. The reported issue could not be reproduced. The system functioned as intended after the technical support specialist accessed the device.